Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected battery power loss. Customer's blood glucose value was unknown. Customer stated that the pump was powered off suddenly and crack on the pump screen. Device will be return for analysis.

Manufacturer narrative:
Insulin pump received with minor scratch on lcd display window. Device power up properly after battery installation. Device received with operating currents within specification. No unexpected low battery alarms were noted during testing. Device passed displacement test and self test and all operating currents test.